Manufacturer narrative:
Model number/catalog number: sc-8336-70. Serial number: (B)(4). Batch/lot number: 19660462. Model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patients scs device had never provided adequate pain relief. The patient underwent an explant procedure.